Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reports to have received excessive no delivery alarms during bolus. Customer's blood glucose was 300 mg/dl, which was treated with manual injection. Customer believes issue is with a batch from a particular lot number. After troubleshooting, customer states she had not tried all remedies. Customer was advised to monitor insulin pump and to call back should issue persist. Customer was also advised to send remaining infusion sets and infusion sets would be replaced. No further information provided.